Event description:
It was reported that the st holster was causing green cable error codes during a case (no code noted). They checked the cable and noticed that there was a crack in the green cable and wires were exposed. There was no pt consequence reported. The case was completed using the st holster.

Manufacturer narrative:
Evaluation summary - based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green was replaced. The device was functionally tested, met all product requirements and returned to the customer.